Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired if his insulin pump programming was correct due to his blood glucose going from over 90 mg/dl to 46 mg/dl. Customer treated low blood glucose and declined troubleshooting of low blood glucose. Customer was assisted with wizard and basal rates settings from old insulin pump. Customer was advised to monitor insulin pump and to call back when needed. No further information provided.